Event description:
It was reported that high capture threshold and high, out of range pacing lead impedance was observed. There was no capture on right ventricular lead when device was interrogated in clinic on (B)(6) 2017. Patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2018 due to fracture.

Event description:
New information received notes that the patient was stable before, during and after the procedure.